Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached. The attempted sensor insertion was at the abdomen. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the housing puck. The complaint of a detached sensor wire was confirmed. The root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.